Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A case of an aortic perforation was reported where versacross transseptal sheath and versacross rf wire were used in the procedure leading to a procedural abortion. The first attempt to cross the septum using the versacross rf wire was unsuccessful. The second attempt to cross the septum resulted in an aortic perforation where the versacross rf wire was confirmed in the aorta using transesophageal echocardiography (tee). Prior to removing the wire, heparin was reversed and no surgical intervention was required, however the procedure was aborted.